Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient was hospitalized. The blood glucose level was 373 mg/dl at the time of event therefore the patient was treated with mdi and insulin shot. No further information was available.